Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5 12.1, -11.50/1.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).